Manufacturer narrative:
Physio-control has reported all patient information which was provided by the customer. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown multiple times during use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown multiple times during use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control performed an initial evaluation and was unable to duplicate the reported issue. The device was scrapped and the customer will get a device replacement. Physio further evaluated data downloaded from the device and verified the reported issue. No root cause could be determined.